Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and verified that there wasn't an external speaker installed at the pc tower. The rse informed the customer that a speaker should be attached to the pic ix at all times. The rse provided part research and part number for the customer to install. The customer was provided information to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating couldn't hear alarms from the pic ix central station. The device was in use on patient at time of event, there was no adverse event reported.